Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-32140. It was reported that the patient experienced an elevated heart rate, blood pressure, leg pain and asthma following a trial procedure. The field representative left the area for a short time and upon returning, the patient began having issues. Therapy was turned off and medical personnel began working with the patient.

Event description:
Follow up information received that the patient was released from the hospital. The patient will follow up with a cardiologist. No further information was provided.

Event description:
Further information received that the patient was admitted to hospital then kept overnight for observation. However, at lead pull, the patient had shortness of breath and heart rate was back up. The patient was sent back to the hospital and diagnosed with fluid around the heart.